Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump's insulin on board (iob) was intermittently inaccurately displayed. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose level was 159 mg/dl. The customer continued to use the pump for insulin therapy.